Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional information: describe event or problem. The file information was reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The available file information was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient presented to the emergency room and was diagnosed with peritonitis on (B)(6) 2016. The pd nurse reported that the cause of the peritonitis was unknown, however was possibly due to touch contamination. The diagnosis of peritonitis was confirmed following an effluent culture that was positive for the organism staphylococcus aureus. The patient was treated with the antibiotics ancef and fortaz. The fortaz was discontinued once the effluent culture results was positive for the organism staphylococcus aureus. The patient was not admitted to the hospital. The pd nurse reported that the patient was recovering.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a nurse to another medical device manufacturer that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Follow-up made with a registered nurse (rn) confirmed the patient was diagnosed with this peritonitis event on (B)(6) 2016. Per the pdrn, the cause was unknown and stated it was possibly touch contamination. The pd effluent culture result revealed staphylococcus aureus. The patient was treated intraperitoneally with ancef and fortaz, with the dose, frequency, and duration not reported. The pdrn stated the fortaz was discontinued after the staphylococcus aureus was discovered in the pd effluent culture. The patient was never hospitalized; he only initially went to the emergency room for this peritonitis event.